Event description:
It was reported that the patient presented to the hospital with infected leads and generator pocket and ultimately underwent a full explant. The physician reported the cause of the infection to be related to presence of vns. Device history records were reviewed for the generator and lead. The devices passed all functional specifications and quality tests and were sterilized prior to distribution. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use. H3. Code 81 - device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Manufacturer narrative:
B5, corrected data: initial report inadvertently did not report that the patient was re-implanted.

Event description:
Additional information was received that the patient has been re-implanted since the previously reported infection.